Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed the reported issue. To resolve the issue, the stm removed and replaced the10.4 inch monitor display due to flickering screen. All functional and safety tests were performed to factory specifications and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a display issue. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event was reported.